Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there were high impedances (4,000) on electrodes 0, 8, 9, and 10. No external factors were said to have led to the issue. The impedances were checked, lead placement was checked by an x-ray, and reprogramming was done. No actions were taken to resolve the issue and the issue was not yet resolved. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the impedances were caused by the patient's anatomy and the impedances have been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a revision was scheduled for (B)(6) 2018. No further complications were reported.